Event description:
It was reported that the patient has been experiencing pain in the chest. It was noted that the pain has occurred sine implant, but it has recently worsened, and has now been described as a shocking sensation in the diaphragm. The patient had the vns disabled in the ER, but reported that the pain still persisted. Prior to device disablement diagnostics were found to be within normal limits. The patient was noted to have been in the hospital 5 times for this event, and has a follow up appointment with the surgeon. Per the neurologist no further information is available as he no longer manages the patient's care, and another neurologist refused to take on the patient. No additional relevant information has been received to date.